Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that patient had never felt any stimulation sensation. Patient had tried adjusting amplitude and increased all the way up to 10 on the left side but still did not feel any stimulation. It was noted that patient had a two lead trial and changed from left to right side and increased to the upper limit but still did not feel stimulation. Patient was advised to leave stimulation at 4.0 and give it time to turn up stimulation. Patient stated they felt their device was not working and had only caused them discomfort, mild pain, and that their symptoms seemed to have worsened as they were urinating more than before. Additional information was received from the health care professional and it was reported that the cause of the lack of stimulation was that the leads fell out. Stage 1 trial was scheduled. No further complications were reported.